Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load cartridge despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, attempted to reload same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, and issue was resolved when new cartridge was successfully loaded and insulin delivery was resumed.